Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard beeping from the device. The device and non-boston scientific right ventricular (rv) lead had exhibited out of range rv impedance measurements. It was noted that the beep with out of range values was not programmed on in the device. No actions or interventions have been performed. The patient would be following up with their physician to determine next steps. No adverse patient effects were reported. The device remains in service.